Manufacturer narrative:
Patient information was unavailable from the site. A manufacturer representative went to the site to test the equipment. The system was not performing as intended. The 10 a fuse on the mobile viewing station (mvs) on the imaging system was replaced. It was identified the clip was loose on one side making a bad contact. The clip was checked and tightened on all fuse contacts of the mvs. The mvs on the imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
A healthcare professional (hcp) reported that, while in a spinal fusion, the mobile view station (mvs) on the imaging system could not be started. There was no yellow or green led active. The uninterruptible power supply (ups) was not active. Troubleshooting was performed on the power board and it was confirmed 235 volts was coming on the card when the mvs was plugged. There was a delay in therapy greater than an hour noted. The patient outcome was unclear and follow-up was performed to obtain this information. There were no complications reported/anticipated.